Event description:
It was reported that at five month post-op follow-up the surgeon noticed that the c7 screw backed out of plate.

Manufacturer narrative:
Method: complaint history review;results: the patient was reported as being moderately active which, depending on the activity, may be incompatabile with this type of implants per the IFU. The patient's lifestyle is the likely cause of the screw backout.conclusion: the customer reported event of an inferior screw backing out of an aviator assy three level plate as confirmed by the xrays provided. The plate was not returned. Manufacturing files were reviewed and no incidents were found. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that at five month post-op follow-up the surgeon noticed that the c7 screw backed out of plate.